Event description:
Note: this report pertains to two of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-03678 for a description of the other event. It was reported to boston scientific corporation on may 11, 2006 that an extractor retrieval balloon was used in a procedure in 2006 (patient age, gender and weight are unknown). According to the complainant, during preparation, the balloon was inflated. The balloon ruptured with an air volume of less than 4.3 ml. Another extractor retrieval balloon was used during the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be "ok."

Manufacturer narrative:
Evaluation of the returned device revealed a white crystalline substance present on the balloon. Due to the presence of this substance, the balloon was unable to be inflated and it was not possible to determine if the balloon was ruptured.